Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. It was reported that the customer visited an amusement park approximately one month ago. There was no impact to the customer's blood glucose level. The customer's blood glucose level was 166 (mg/dl). It was indicated that the customer had insulin pens available for alternate insulin therapy until the replacement pump was received.